Event description:
It was reported that the right ventricular (rv) lead had a possible fracture with high impedance, increased threshold and oversensing with noise. The lead trend data showed unstable lead impedance. The rv lead was capped. It was further noted that the atrial lead had low impedance, the atrial lead was capped. Upon the patient request, no other leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 4568-45, implantable pacing lead: 2004-(B)(6); (B)(4) implantable cardioverter defibrillator (ICD): 2006-(B)(6) (B)(4).